Event description:
It was reported via medwatch " catheter was inserted in patient around 2300 on(B)(6) 2024. Soon after the patient was moved from the cath lab to the ICU, the pump started displaying an error message. Balloon pump technician was called for troubleshooting assistance. It was determined that there was potentially a hole in the balloon. The physician removed that balloon and inserted a new one. Patient was stabilized and transferred to a tertiary care facilit". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number. The reported complaint that "there was potentially a hole in the balloon" is not able to be confirmed. The product was not returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported via medwatch " catheter was inserted in patient around 2300 on(B)(6) 2024. Soon after the patient was moved from the cath lab to the ICU, the pump started displaying an error message. Balloon pump technician was called for troubleshooting assistance. It was determined that there was potentially a hole in the balloon. The physician removed that balloon and inserted a new one. Patient was stabilized and transferred to a tertiary care facility". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.